Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. The diameter of the proximal non-aneurysmal aortic neck measured 22mm and the length from the proximal non-aneurysmal aortic neck ot the distal non-aneurysmal iliac neck measured 165mm. The aortic neck had mild angulation and mild presence of thrombus and calcification. It was reported that the pt's pre-existing co-morbidity was diseased iliac arteries and the pt was also reported to have moderate tortuosity and calcification. Due to the diseased iliac arteries, a potential problem with access was noted. It was reported that the physician had difficulty accessing the right iliac artery with the guide wire. The physician had difficulty accessing the right iliac artery with the guide wire. The physician thought that he had achieved proper guide wire placement; however, it was observed that the guide wire was outside of the right iliac artery. It was reported that the iliac artery might have been punctured during the guide wire placement. The physician eventually accessed the right iliac artery and placed a 22 french sheath, which took some effort, and the stent graft was deployed. As the physician pulled the 22 french sheath back, the pt's blood pressure began to drop. The physician completed deploying the stent graft and began to control the bleeding from the iliac artery. It was reported that the physician made an additional incision and paced a vascular staple line across the ipsilateral limb graft to stop blood flow to the ruptured area of the right iliac artery. The physician then placed a contralateral limb graft on the left side and placed an aortic cuff to divert blood flow to the contralateral limb, thus creating an aorto-uni-iliac. The physician also completed a femoral-femoral bypass. It was reported that a successful outcome with exclusion of the aneurysm was achieved.